Manufacturer narrative:
This is a final report. This type of event is addressed in the device labeling.

Event description:
It was reported that the pt was not hearing anything on week post activation. The surgeon confirmed that the x-ray showed the electrode array was compressed in the basal turn of the cochlea. The device was explanted, and the pt was reimplanted with a new device in 2007.